Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced chronic infections at the implant site, resulting in the decision to discontinue use of the device. The implanted device remains.